Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/ pain"), oophorectomy ("surgery (other) type of surgery: removal of left ovary and clipping of adhesions") and pelvic adhesions ("surgery (other) type of surgery: removal of left ovary and clipping of adhesions") in an adult female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, hernia, gravida ii, parity 2, lumbar disc disease, osteoarthritis and carpal tunnel syndrome. After insertion procedure, the hsg (hysterosalpingogram) was performed. Previously administered products included for birth control: depo provera and iud; for an unreported indication: nsaid. Concurrent conditions included postpartum depression, anterior cruciate ligament tear, meniscal degeneration, arthroscopy r knee, anterior cruciate ligament reconstruction, knee meniscectomy, uterine bleeding, tobacco use disorder, cystoscopy and vaginal haemorrhage. Concomitant products included estradiol, estrogens conjugated (premarin), meloxicam, omeprazole and steroid antibacterials for arthritis, fluoxetine for postpartum depression as well as fish oil and tizanidine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy(metal taste in mouth all the time)") and dysgeusia ("metal taste in mouth all the time"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced thyroid disorder ("reproductive system disorder or condition-type of disorder or condition : thyroid"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,") and mood altered ("hormonal changes/hormonal changes describe: mood changes"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation") and abdominal pain lower ("pain lower abdomen") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (in 2018-removal of left ovary, in 2018-removal of left ovary and cilpping of adhesions and laparoscopic hysterectomy(partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, oophorectomy, pelvic adhesions, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, mood altered, thyroid disorder, abdominal pain lower and dysgeusia outcome was unknown and the nausea, allergy to metals and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, mood altered, nausea, oophorectomy, pelvic adhesions, pelvic pain, thyroid disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: at the conclusion of placement of both essure coils, there were 4 leading coils back into the uterine cavity on the right side and 1 leading coil back into the uterine cavity on the left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: I, occlusion of the fallopian tubes post essure procedure. 2. There is a large filling defect in the lower left uterus adjacent to the cervical os, possibly representing a large polyp or mass within the uterine wall. Follow up recommended with endo vaginal ultrasound or hystero sonography; on (B)(6) 2009: not reported; on (B)(6) 2009: successful occlusion of the fallopian tubes with the essure.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abnormal uterine bleeding. , dysmenorrhea and pelvic pain. Lot number: 627300 manufacturing date: 2008/05 expiration date: 2010/05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event hormonal changes pt was updated to mood changes. Event surgery (other) type of surgery: removal of left ovary and cilpping of adhesions was added. Medical history lab data, concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/ pain") in an adult female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, hernia, gravida ii and parity 2. After insertion procedure, the hsg (hysterosalpingogram) was performed. Previously administered products included for birth control: depo provera and iud; for an unreported indication: nsaid. Concurrent conditions included postpartum depression, anterior cruciate ligament tear, meniscal degeneration, arthroscopy r knee, anterior cruciate ligament reconstruction, knee meniscectomy, uterine bleeding, tobacco use disorder, cystoscopy and vaginal haemorrhage. Concomitant products included fluoxetine for postpartum depression. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy(metal taste in mouth all the time)") and dysgeusia ("metal taste in mouth all the time"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced thyroid disorder ("reproductive system disorder or condition-type of disorder or condition : thyroid"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes,") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (laparoscopic hysterectomy(partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, thyroid disorder, abdominal pain lower and dysgeusia outcome was unknown and the nausea, allergy to metals and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, menorrhagia, nausea, pelvic pain, thyroid disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: at the conclusion of placement of both essure coils, there were 4 leading coils back into the uterine cavity on the right side and 1 leading coil back into the uterine cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: I, occlusion of the fallopian tubes post essure procedure. 2. There is a large filling defect in the lower left uterus adjacent to the cervical os, possibly representing a large polyp or mass within the uterine wall. Follow up recommended with endo vaginal ultrasound or hystero sonography; on (B)(6) 2009: successful occlusion of the fallopian tubes with the essure. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abnormal uterine bleeding. , dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: ptc global number 2016-053584. Sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. Most recent follow-up information incorporated above includes: on 21-jan-2019: new pfs and mr received. Lot number added. New events- apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes, nausea, nickel allergy, reproductive system disorder or condition type of disorder or condition: thyroid, vaginal discharge and pain lower abdomen were added. New reporters, plaintiff's information added. Historical drugs, historical conditions and concomitant drugs and concomitant conditions added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/ pain'), oophorectomy ('surgery (other) type of surgery: removal of left ovary and cilpping of adhesions') and pelvic adhesions ('surgery (other) type of surgery: removal of left ovary and cilpping of adhesions') in an adult female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, hernia, gravida ii, parity 2, lumbar disc disease, osteoarthritis, carpal tunnel syndrome, hives, pregnancy and grand multiparity. After insertion procedure, the hsg (hysterosalpingogram) was performed. Previously administered products included for birth control: depo provera and iud; for an unreported indication: nsaid. Concurrent conditions included postpartum depression, anterior cruciate ligament tear, meniscal degeneration, arthroscopy r knee, anterior cruciate ligament reconstruction, knee meniscectomy, uterine bleeding, tobacco use disorder, cystoscopy and vaginal haemorrhage. Concomitant products included estradiol, estrogens conjugated (premarin), meloxicam, omeprazole and steroid antibacterials for arthritis, fluoxetine for postpartum depression as well as fish oil, hydrocodone bitartrate;paracetamol (norco) and tizanidine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy(metal taste in mouth all the time)") and dysgeusia ("metal taste in mouth all the time"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced thyroid disorder ("reproductive system disorder or condition-type of disorder or condition : thyroid"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,") and mood altered ("hormonal changes/hormonal changes describe: mood changes"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), heavy menstrual bleeding ("increased bleeding during menstruation") and abdominal pain lower ("pain lower abdomen") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (in 2018-removal of left ovary, in 2018-removal of left ovary and cilpping of adhesions and laparoscopic hysterectomy(partial) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, oophorectomy, pelvic adhesions, heavy menstrual bleeding, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, mood altered, thyroid disorder, abdominal pain lower and dysgeusia outcome was unknown and the nausea, allergy to metals and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, mood altered, nausea, oophorectomy, pelvic adhesions, pelvic pain, thyroid disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: at the conclusion of placement of both essure coils, there were 4 leading coils back into the uterine cavity on the right side and 1 leading coil back into the uterine cavity on the left side discrepancy noted in essure removal date (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: I, occlusion of the fallopian tubes post essure procedure. 2. There is a large filling defect in the lower left uterus adjacent to the cervical os, possibly representing a large polyp or mass within the uterine wall. Follow up recommended with endo vaginal ultrasound or hystero sonography; on (B)(6) 2009: total bilateral occlusion.; on (B)(6) 2009: successful occlusion of the fallopian tubes with the essure.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abnormal uterine bleeding. , dysmenorrhea and pelvic pain. Lot number: 627300, manufacturing date: 2008/05, and expiration date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received. Reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. Most recent follow-up information incorporated above includes: on 2-dec-2016: quality-safety evaluation of product technical complaint (ptc) received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. Laparoscopic hysterectomy and bilateral salpingectomy was performed and essure was removed. The event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious event was also reported: increased bleeding during menstruation according to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/ pain") in an adult female patient who had essure (batch no. 627300) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, hernia, gravida ii and parity 2. After insertion procedure, the hsg (hysterosalpingogram) was performed. Previously administered products included for birth control: depo provera and iud; for an unreported indication: nsaid. Concurrent conditions included postpartum depression, anterior cruciate ligament tear, meniscal degeneration, arthroscopy r knee, anterior cruciate ligament reconstruction, knee meniscectomy, uterine bleeding, tobacco use disorder, cystoscopy and vaginal haemorrhage. Concomitant products included fluoxetine for postpartum depression. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy(metal taste in mouth all the time)") and dysgeusia ("metal taste in mouth all the time"). In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2016, the patient experienced thyroid disorder ("reproductive system disorder or condition-type of disorder or condition : thyroid"). In (B)(6)2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes,") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6)2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation") and abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (laparoscopic hysterectomy(partial) and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, thyroid disorder, abdominal pain lower and dysgeusia outcome was unknown and the nausea, allergy to metals and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, menorrhagia, nausea, pelvic pain, thyroid disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: at the conclusion of placement of both essure coils, there were 4 leading coils back into the uterine cavity on the right side and 1 leading coil back into the uterine cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: I, occlusion of the fallopian tubes post essure procedure. 2. There is a large filling defect in the lower left uterus adjacent to the cervical os, possibly representing a large polyp or mass within the uterine wall. Follow up recommended with endo vaginal ultrasound or hystero sonography; on (B)(6)2009: successful occlusion of the fallopian tubes with the essure.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: abnormal uterine bleeding. , dysmenorrhea and pelvic pain. Lot number: 627300 . Manufacturing date: 2008/05. Expiration date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2009 for permanent birth control. Upon information and belief; after this procedure, she underwent the required hsg procedure. On unspecified date she began to experience pelvic pains and increased bleeding during menstruation. Those symptoms started out minor and gradually increased in intensity. In (B)(6) 2015, she underwent a laparoscopic hysterectomy and bilateral salpingectomy as a definitive solution to the problems that she had been experiencing. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious event was also reported: increased bleeding during menstruation a product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.